Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the rptr: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
According to the reporter, it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Second additional implant: (B)(6) 2013: anterior elevate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, dyspareunia, pelvic organ prolapse, low hemoglobin, blood loss, grade iii enterocele/rectocele, cystocele, pelvic prolapse symptoms, grade ii vault prolapse, and required additional surgical interventions.